Event description:
A 41-yr-old pt underwent a lumbar laminectomy l4-l5 spinal fusion with rt iliac bone graft. An autotransfusion device was attached to a drain in suture line. At approx 0145 150cc of blood was transfused via device. At 0200 pt sat up in bed, stated "what's happening?" Then fell back unconscious & a code 99 called. Resuscitation unsuccessful & pt pronounced at 0245. Preliminary autopsy report noted air emboli.